Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented in dr. S office with a painful right shoulder that dr had treated on (B)(6) 2016 for a four part proximal humeral fracture. Dr. Suspected a possible infection and elected to perform a two stage shoulder revision. On (B)(6) 2019, dr removed index components at (B)(6) and inserted a handmade antibiotic cement spacer. The cemented humeral stem assembly came out clean without any cement attached by hand. Unknown cement was used at time of index surgery. Dr used standard delta extend instrumentation to remove the glenosphere and metaglene that were well fixed. No instrumentation broke during surgery. There were no time delays. And there was no indication by dr or staff that the products were deficient or the reason for the need for revision.